Manufacturer narrative:
Eval: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearane of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.

Event description:
The iab leaked. Blood was noted in the helium tubing. The contact stated that the pt went on to expire due to multi-organ failure that was not caused by the failed iab. (Event complications: none from the event - reported 12/17/1997.) (Pt's current status: expired - rpt'd 12/17/1997.)